Event description:
Information received from the article: munich sa, tan la, keigher km, et al. The pipeline embolization device for the treatment of posterior circulation fusiform aneurysms: lessons learned at a single institution. J neurosurg. 2014; 121:1077¿1084. A database of patients that were treated with the pipeline was reviewed and identified 12 patients who had vfas (vertebrobasilar fusiform aneurysms). The clinical features, complications, and outcomes of these patients were analyzed. At an average follow-up of 11 months, the mean modified ralarge infarcts were found in 2 patients during post-operative imaging. One of the patients had a left cerebellar hemisphere infarct but was not symptomatic, while the other patient awoke with new hemiparesis and had right temporoparietal and bilateral cerebellar hemisphere infarcts. This patient was noted to have extensive atherosclerosis and these infarcts likely were related to emboli that were dislodged during the procedure. Nkin scale score was 1.9. Complete aneurysm occlusion was seen in 90% of the patients with radiographic follow-up. The information was received from the same article as MDR# 2029214-2015-00037 and 2029214-2015-00038.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patients; therefore, the event cause could not be determined. The other devices involved in the events are as follows: model#: not reported / lot#: not reported / dom: n/a / exp: n/a (qty unknown). (B)(4).